Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received error messages and a questionable result from coaguchek xs meter serial number (B)(4). At 3:36 pm, the result from the meter was 2.5 inr. The result from the laboratory between 8:30 am and 9:00 pm was 1.9 inr. The laboratory reagent was not known. There was no allegation of an adverse event. The therapeutic range was 2.5 inr to 3.0 inr. The customer was not anemic, had no heparin, no antiphospholipid antibodies, no direct thrombin inhibitors, no change in warfarin, no new medications, no diet changes, no new illnesses, and no symptoms of bleeding or bruising. The suspect product was requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 345213) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Retention material complies with the specification.

Manufacturer narrative:
The customer¿s meter and strips were returned for investigation and were tested with qc material. Testing results: qc 1: 2.5 inr, qc 2: 2.5 inr, qc 3: 2.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 4.2%.